Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Damage was not observed on the distal tip or the helix. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. (B)(4).

Event description:
It was reported that during implant, noise was observed on the right ventricular (rv) lead when hooked up in uni-polar and bi-polar configurations while sensing mapping was being completed. The physician felt that there was some compromise to the tip conductor so the lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.